Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that the 2nd anchor tip was stacked when the surgeon pulled out slowly from the meniscus during acl reconstruction surgery on (B)(6) 2018. The surgeon took out the anchor from the patient¿s body, and recognized the suture was twisted in the shaft, so that the suture could not be pulled out in between 1st and 2nd anchors. It was brand new and the first use when the issue occurred. There was no harm to the patient.

Manufacturer narrative:
Date received by manufacturer for follow-up 2 should be october 15, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> the complaint device was received and inspected. The complaint can be confirmed. It was observed that the first implant was already outside of the gun hanging by the suture. The original complaint mentions a defect with the second implant, however the second implant remained inside the device at the beginning of the investigation. There was no defect observed with the suture. The trigger was pulled, and the second implant was deployed. Then, the suture was pulled between the 1st and 2nd implant which pulled the 2 implants together as expected. A non-conformance (nc) review was performed. No non-conformance was identified for this part/lot number combination. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices with the product code that were released to distribution. No further information regarding the technique used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective and preventative action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).